Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use without issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance with the mildly tortuous and heavily calcified anatomy. It is likely that during advancement, the balloon became compromised and/or damaged resulting in the premature balloon rupture before nominal pressure was reached. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified lesion in the left anterior descending artery. A 3.5x08mm nc traveler rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced; however, resistance with the anatomy was felt. Once at the target lesion, the balloon ruptured before reaching nominal pressure. The procedure was successfully completed with a non-abbott balloon catheter and the deployment of a 3.5x15mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure.